Manufacturer narrative:
.

Event description:
Attempts for product return have been unsuccessful.

Event description:
It was reported that the vns patient was experiencing elongated seizures. The patient¿s mother stated that the generator battery was not working as well as before. The patient¿s device was tested during an office visit on (B)(6) 2001 and diagnostic results showed lead impedance within normal limits (dc dc ¿ 2). The patient underwent generator replacement surgery on (B)(6) 2002.